Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during testing. The excessive no delivery alarm could not be verified due to motor error alarm. It was also received with a scratched display window. The device passed the rewind, basic occlusion, prime and displacement tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during prime. The blood glucose at the time of the incident was 127 mg/dl. The customer also reported receiving a motor error alarm. The alarm history also showed a motor position encoder error alarm, and a motion sensor test failure alarm. Troubleshooting was not able to resolve the issue. The device was returned for analysis.